Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating low blood glucose readings and a button error on the insulin pump. The customer stated that when she suspended, none of her buttons were working and she received button error. The customer stated that she had low blood glucose readings due to gardening. The customer declined to troubleshoot for low blood glucose readings. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer does not wish to send her replacement pump back.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.